Event description:
The pt reported feeling uncomfortable stimulation or tingling sensations in the left shoulder, in the top part of the chest, and along the back of the neck where the leads are implanted. The pt has been reprogrammed multiple times, but the issue continues. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
.